Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2019 to address the issue. Post-operatively, the issue of pain was resolved.